Event description:
Patient was treated in 2003. The patient developed indentations (3-4) on mid-cheek bilaterally at four months post treatment. As of follow-up in 2004: there has been no improvement in the indentations.